Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a j&j employee. A device history record (DHR) review was conducted: part # 04.038.000s; lot # 234p810; manufacturing site: (B)(4); release to warehouse date: 16.july.2021; expiry date: 01.july.2031. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation with the trochanteric fixation nail-advanced (tfna) for the fracture of the trochanteric femur. When the surgeon inserted the end cap, the end cap did not go all the way in and was slightly floating. Even after several attempts the end cap was not fully inserted. The surgeon suspected that the locking mechanism did not fully turn, therefore surgeon loosen the locking mechanism by 90 degrees, cleansed it, and inserted the end cap; however, the end cap was not fully inserted. The surgeon used the another end cap; however, the same thing happened again. When the surgeon checked the position of the locking mechanism with the image intensifier, the locking mechanism was slightly floated, the surgeon attached the inserter and made proper engagement of the locking mechanism under the image. As a result, the locking mechanism seemed to rotate well, and the end cap was fully inserted. The surgery was completed successfully within thirty (30) minutes delay. According to the surgeon, the rotational position of the screw was in parallel with the enhancement, and the locking mechanism was turned after checking the parallelism. The frequency of turning screwdriver was also less than usual, and the surgeon felt resistance. The rotation is usually roughly 20 times; however, it was only 10 times in this event. No further information is available. This report is for one (1) ti end cap for tfna 0mm extn - sterile. This is report 4 of 4 for complaint (B)(4).